Manufacturer narrative:
(B)(4). Unknown trilogy 58mm cup unknown item and lot # unk trilogy ab acetabular ceramic liner 32mm unknown item and lot # alloclassic offset stem 1 item #0100121010 lot #2303124 g2: foreign: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a revision surgery due to pain approximately nine (9) years after implantation. An unknown head, cup, and liner were removed. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6. Corrected: b5; d6a; d10. D10: unknown size 32mm trilogy insert unknown item # and lot #. Unknown size 58mm trilogy shell unknown item # and lot #. Unknown unk screws unknown item # and lot #. Unknown 32mm head biolox with -3mm type 1 taper adapter unknown item # and lot #. Visual examination of the provided pictures identified the cup with the insert and the head just removed from the patient in the surgery field. Due to the low quality of the pictures a further product evaluation cannot be carried on. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.